Event description:
Defibrillator lead wire known to be fractured and was removed at the same time as another fractured lead was also removed. The subsequent lead that was removed will be reported on a separate voluntary medwatch report.